Event description:
It was reported that prior to starting a da vinci si surgical procedure the thoracic grasper instrument was noted to have insulation is peeling off of the main tube. No missing or fallen pieces were reported. No missing or fallen pieces were reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the insulation was peeling off of the instrument. The main tube of instrument exhibited insulation coating peeled off near the distal end. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.